Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced sensor glucose vs. Blood glucose discrepancy and the insulin delivery was not suspended due to sensor glucose (sg) vs. Blood glucose (bg) difference. The customer reported a blood glucose value of 13 mmol/l. The customer reported malaise and hyperglycemia treated with an insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-7040c1. Troubleshooting was performed and the customer had taken medication such as acetaminophen, paracetamol, or hydroxyurea (also known as hydroxycarbamide). The customer reported sensor glucose value was 17.9 mmol/l and the blood glucose value was 13 mmol/l. The customer reported that the value difference was not within the target range. The customer was using the insulin pump within 48 hours of the reported event. No further patient complications were reported. Product return for mmt-7040c1 was not expected.